Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 15mmx3.50mm wolverine coronary cutting balloon monorail was selected for treatment. During the procedure, at third inflation, it was noted the balloon ruptured. The device was simply removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.